Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss was reported. Product was provided for investigation. The allegation was confirmed via product as signal loss over 1 hour. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.